Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure, a type 3b endoleak was identified. An intervention is planned but had not been scheduled. The patient is reportedly in stable condition. Additional information: the physician completed an intervention and treated the patient with a vela suprarenal stent graft extension and a vela infrarenal stent graft extension. The patient was reported as stable post intervention.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the event of the type 3b endoleak of the proximal extension. The event is most likely device related due to the use of strata material. Procedure related harms for this event could not be determined with the imaging available to review. The final patient status was reported to be in stable condition. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b2: outcomes attributed to adverse events has been updated. B5: describe event or problem has been updated. D2: common device name has been updated. D4: model number has been updated. D4: lot # has been updated. D4: expiration date has been updated. D11: concomitant medical products and therapy dates has been updated. G1,2: contact office- name has been updated. H4: device manufacture date has been updated. H6: result code: remove code 3233 h6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure, a type 3b endoleak was identified. An intervention is planned but had not been scheduled. The patient is reportedly in stable condition.